Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In march 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), depression ("depression"), anxiety ("anxiety"), hypersensitivity ("allergic reactions") and incision site pain ("I have 4 belly incisions and it hurt"). The patient was treated with surgery (to remove essure / hysterectomy / tubes removed). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, headache, depression, anxiety, hypersensitivity and incision site pain outcome was unknown. The reporter considered anxiety, depression, genital haemorrhage, headache, hypersensitivity, incision site pain and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: social media post. Added surgery treatment for "pelvic pain" and added new event "incision site pain". Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a 44-year-old female patient who had essure (batch no. A36614) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's concurrent conditions included overweight, high cholesterol since 2013, hypothyroidism since 2013 and depression since 2013. In 2013, the patient had essure inserted. In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/missing period)"), fatigue ("extreme fatigue"), gastrooesophageal reflux disease ("severe acid reflux"), weight increased ("weight gain"), diarrhoea ("diarrhea and constipation") and stress ("stress"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia, prolonged periods lasting for weeks at a time, heavy bleeding and clotting"), mood altered ("moody"), hot flush ("severe hot flashes"), abdominal pain ("severe abdominal pain"), vaginal discharge ("vaginal discharge") and back pain ("back pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), depression ("depression"), anxiety ("anxiety"), hypersensitivity ("allergic reactions"), incision site pain ("I have 4 belly incisions and it hurt"), menstruation delayed ("missing periods/abnormal period"), toothache ("dental problems(pain jaws/teeth)"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), migraine ("migraines"), nausea ("nausea"), fear of death ("fear of death"), constipation ("constipartion"), abdominal pain upper ("stomach pain"), fear of disease ("fear of injury") and arthralgia ("joint pain"). The patient was treated with surgery (hysterectomy (partial),((B)(6) 2017)). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, genital haemorrhage, headache, depression, anxiety, hypersensitivity, incision site pain, fear of disease and arthralgia outcome was unknown and the vaginal haemorrhage, menorrhagia, mood altered, hot flush, menstruation delayed, toothache, dysmenorrhoea, fatigue, irritable bowel syndrome, abdominal pain, gastrooesophageal reflux disease, migraine, nausea, fear of death, vaginal discharge, weight increased, back pain, diarrhoea, stress, constipation and abdominal pain upper had not resolved. The reporter considered abdominal pain, abdominal pain upper, anxiety, arthralgia, back pain, constipation, depression, diarrhoea, dysmenorrhoea, fatigue, fear of death, fear of disease, gastrooesophageal reflux disease, genital haemorrhage, headache, hot flush, hypersensitivity, incision site pain, irritable bowel syndrome, menorrhagia, menstruation delayed, migraine, mood altered, nausea, pelvic pain, stress, toothache, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Concerning the injuries reported in this case the following one/ones were described in patients /medical record":depression, anxiety ,back pain ,weight increased, fatigue. Most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received. Her demographic was added. Essure lot no added. Concomitant medication added. Following event: abnormal bleeding (vaginal), menorrhagia(heavy bleeding and clotting), severe hot flashes, missing periods/abnormal period, dental problems(pain jaws/teeth), dysmenorrhea (cramping)/missing period), fatigue, gastrointestinal or digestive system condition type: ibs, severe abdominal pain, severe acid reflux, migraines, headaches, nausea,fear of death, vaginal discharge, weight gain, back pain, diarrhea and constipation, stress. Patient had not undergo essure confirmation test. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device-location of device: midline in the pelvis, migration of essure device'), pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding') in a 44-year-old female patient who had essure (batch no. A36614 invalid,a38514) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's concurrent conditions included high cholesterol since 2013, hypothyroidism since 2013, depression since 2013, overweight, abdominal cramps and urinary incontinence. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/missing period)"), fatigue ("extreme fatigue"), gastrooesophageal reflux disease ("severe acid reflux"), diarrhoea ("diarrhea and constipation/excessive diarrhea"), stress ("stress"), constipation ("constipation") and abdominal pain upper ("stomach pain") and was found to have weight increased ("weight gain"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia, prolonged periods lasting for weeks at a time, heavy bleeding and clotting"), mood altered ("moody/moodines"), hot flush ("severe hot flashes"), menstruation delayed ("missing periods/abnormal period"), abdominal pain ("severe abdominal pain/extreme abdominal pain"), vaginal discharge ("vaginal discharge") and back pain ("back pain"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 4 years 4 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), depression ("depression/extreme depression"), anxiety ("anxiety"), hypersensitivity ("allergic reactions"), incision site pain ("I have 4 belly incisions and it hurt"), toothache ("dental problems(pain jaws/teeth)"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), migraine ("migraines"), nausea ("nausea"), fear of death ("fear of death"), fear of disease ("fear of injury") and arthralgia ("joint pain"). The patient was treated with antidepressants and surgery (hysterectomy (partial),((B)(6) 2017)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, headache, depression, anxiety, hypersensitivity, incision site pain, fear of disease and arthralgia outcome was unknown and the vaginal haemorrhage, menorrhagia, mood altered, hot flush, menstruation delayed, toothache, dysmenorrhoea, fatigue, irritable bowel syndrome, abdominal pain, gastrooesophageal reflux disease, migraine, nausea, fear of death, vaginal discharge, weight increased, back pain, diarrhoea, stress, constipation and abdominal pain upper had not resolved. The reporter considered abdominal pain, abdominal pain upper, anxiety, arthralgia, back pain, constipation, depression, device dislocation, diarrhoea, dysmenorrhoea, fatigue, fear of death, fear of disease, gastrooesophageal reflux disease, genital haemorrhage, headache, hot flush, hypersensitivity, incision site pain, irritable bowel syndrome, menorrhagia, menstruation delayed, migraine, mood altered, nausea, pelvic pain, stress, toothache, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure removal date: (B)(6) 2017 and (B)(6) 2018. Anticipated/scheduled date: (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Concerning the injuries reported in this case the following one/ones were described in patients /medical record":depression, anxiety, back pain, weight increased, fatigue. Most recent follow-up information incorporated above includes: on 22-jul-2019: pfs received. Essure lot number added. Essure implant and explant date were updated. Event clubbed: moody/moodiness. Event severity added for: headaches and migraines. Treatment drug and event onset date were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device-location of device: midline in the pelvis, migration of essure device'), pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding') in a 44-year-old female patient who had essure (batch no. A36614 not valid,a38514-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's concurrent conditions included high cholesterol since 2013, hypothyroidism since 2013, depression since 2013, overweight, abdominal cramps and urinary incontinence. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/missing period)"), fatigue ("extreme fatigue"), gastrooesophageal reflux disease ("severe acid reflux"), diarrhoea ("diarrhea and constipation/excessive diarrhea"), stress ("stress"), constipation ("constipartion") and abdominal pain upper ("stomach pain") and was found to have weight increased ("weight gain"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia, prolonged periods lasting for weeks at a time, heavy bleeding and clotting"), mood altered ("moody/moodines"), hot flush ("severe hot flashes"), menstruation delayed ("missing periods/abnormal period"), abdominal pain ("severe abdominal pain/extreme abdominal pain"), vaginal discharge ("vaginal discharge") and back pain ("back pain"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 4 years 4 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), depression ("depression/extreme depression"), anxiety ("anxiety"), hypersensitivity ("allergic reactions"), incision site pain ("I have 4 belly incisions and it hurt"), toothache ("dental problems(pain jaws/teeth)"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), migraine ("migraines"), nausea ("nausea"), fear of death ("fear of death"), fear of disease ("fear of injury") and arthralgia ("joint pain"). The patient was treated with antidepressants and surgery (hysterectomy (partial),((B)(6) 2017)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, headache, depression, anxiety, hypersensitivity, incision site pain, fear of disease and arthralgia outcome was unknown and the vaginal haemorrhage, menorrhagia, mood altered, hot flush, menstruation delayed, toothache, dysmenorrhoea, fatigue, irritable bowel syndrome, abdominal pain, gastrooesophageal reflux disease, migraine, nausea, fear of death, vaginal discharge, weight increased, back pain, diarrhoea, stress, constipation and abdominal pain upper had not resolved. The reporter considered abdominal pain, abdominal pain upper, anxiety, arthralgia, back pain, constipation, depression, device dislocation, diarrhoea, dysmenorrhoea, fatigue, fear of death, fear of disease, gastrooesophageal reflux disease, genital haemorrhage, headache, hot flush, hypersensitivity, incision site pain, irritable bowel syndrome, menorrhagia, menstruation delayed, migraine, mood altered, nausea, pelvic pain, stress, toothache, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure removal date: (B)(6) 2017 and (B)(6) 2018. Anticipated/scheduled date: (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Concerning the injuries reported in this case the following one/ones were described in patients /medical record":depression, anxiety ,back pain ,weight increased, fatigue. Most recent follow-up information incorporated above includes: on (B)(6) 2019: update of information (batch is not valid) incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a 44-year-old female patient who had essure (batch no. A36614 invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's concurrent conditions included overweight, high cholesterol since 2013, hypothyroidism since 2013 and depression since 2013. In 2013, the patient had essure inserted. In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/missing period)"), fatigue ("extreme fatigue"), gastrooesophageal reflux disease ("severe acid reflux"), weight increased ("weight gain"), diarrhoea ("diarrhea and constipation") and stress ("stress"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia, prolonged periods lasting for weeks at a time, heavy bleeding and clotting"), mood altered ("moody"), hot flush ("severe hot flashes"), abdominal pain ("severe abdominal pain"), vaginal discharge ("vaginal discharge") and back pain ("back pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), depression ("depression"), anxiety ("anxiety"), hypersensitivity ("allergic reactions"), incision site pain ("I have 4 belly incisions and it hurt"), menstruation delayed ("missing periods/abnormal period"), toothache ("dental problems(pain jaws/teeth)"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), migraine ("migraines"), nausea ("nausea"), fear of death ("fear of death"), constipation ("constipartion"), abdominal pain upper ("stomach pain"), fear of disease ("fear of injury") and arthralgia ("joint pain"). The patient was treated with surgery (hysterectomy (partial),((B)(6) 2017)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, headache, depression, anxiety, hypersensitivity, incision site pain, fear of disease and arthralgia outcome was unknown and the vaginal haemorrhage, menorrhagia, mood altered, hot flush, menstruation delayed, toothache, dysmenorrhoea, fatigue, irritable bowel syndrome, abdominal pain, gastrooesophageal reflux disease, migraine, nausea, fear of death, vaginal discharge, weight increased, back pain, diarrhoea, stress, constipation and abdominal pain upper had not resolved. The reporter considered abdominal pain, abdominal pain upper, anxiety, arthralgia, back pain, constipation, depression, diarrhoea, dysmenorrhoea, fatigue, fear of death, fear of disease, gastrooesophageal reflux disease, genital haemorrhage, headache, hot flush, hypersensitivity, incision site pain, irritable bowel syndrome, menorrhagia, menstruation delayed, migraine, mood altered, nausea, pelvic pain, stress, toothache, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Concerning the injuries reported in this case the following one/ones were described in patients /medical record":depression, anxiety ,back pain ,weight increased, fatigue. Most recent follow-up information incorporated above includes: on 15-aug-2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device-location of device: midline in the pelvis, migration of essure device/the coils were missing') and pelvic pain ('pain') in a 44-year-old female patient who had essure (batch no. (A36614,a38514)not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's medical history included carpal tunnel decompression in 2005, c-section in 1994, allergy to antibiotic, allergic reaction to antibiotics, multi gravida, parity 3, hypothyroidism, asthma, irritable bowel syndrome, arthritis, gerd and hypercholesterolemia. Concurrent conditions included high cholesterol since 2013, hypothyroidism since 2013, depression since 2013, overweight, abdominal cramps, urinary incontinence, irregular menstruation, anaphylaxis and rash. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/missing period)"), fatigue ("extreme fatigue"), gastrooesophageal reflux disease ("severe acid reflux"), diarrhoea ("diarrhea and constipation/excessive diarrhea"), stress ("stress"), constipation ("constipation") and abdominal pain upper ("stomach pain") and was found to have weight increased ("weight gain"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia, prolonged periods lasting for weeks at a time, heavy bleeding and clotting"), mood altered ("moody/moodiness"), hot flush ("severe hot flashes"), menstruation delayed ("missing periods/abnormal period"), abdominal pain ("severe abdominal pain/extreme abdominal pain"), vaginal discharge ("vaginal discharge") and back pain ("back pain"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 4 years 4 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding"), headache ("headaches"), depression ("depression/extreme depression"), anxiety ("anxiety"), hypersensitivity ("allergic reactions"), incision site pain ("I have 4 belly incisions and it hurt"), toothache ("dental problems(pain jaws/teeth)"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), migraine ("migraines"), nausea ("nausea"), fear of death ("fear of death"), fear of disease ("fear of injury"), arthralgia ("joint pain"), device expulsion ("I expelled one"), night sweats ("night sweat"), menopause ("premenopause") and dental caries ("cavities"). The patient was treated with antidepressants and surgery (hysterectomy (partial),((B)(6) 2017)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, headache, depression, anxiety, hypersensitivity, incision site pain, fear of disease, arthralgia, device expulsion, night sweats, menopause and dental caries outcome was unknown and the vaginal haemorrhage, menorrhagia, mood altered, hot flush, menstruation delayed, toothache, dysmenorrhoea, fatigue, irritable bowel syndrome, abdominal pain, gastrooesophageal reflux disease, migraine, nausea, fear of death, vaginal discharge, weight increased, back pain, diarrhoea, stress, constipation and abdominal pain upper had not resolved. The reporter considered abdominal pain, abdominal pain upper, anxiety, arthralgia, back pain, constipation, dental caries, depression, device dislocation, device expulsion, diarrhoea, dysmenorrhoea, fatigue, fear of death, fear of disease, gastrooesophageal reflux disease, genital haemorrhage, headache, hot flush, hypersensitivity, incision site pain, irritable bowel syndrome, menopause, menorrhagia, menstruation delayed, migraine, mood altered, nausea, night sweats, pelvic pain, stress, toothache, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure removal date: (B)(6) 2017 and (B)(6) 2018. Anticipated/scheduled date: (B)(6) 2018. Discrepancy: insertion date previously reported (B)(6) 2013 and current 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Concerning the injuries reported in this case the following one/ones were described in patients /medical record":depression, anxiety ,back pain ,weight increased, fatigue. Lot a36614 not valid,a38514 not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media content received: reporter added. Event cavities was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device-location of device: midline in the pelvis, migration of essure device"), pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a 44-year-old female patient who had essure (batch no. A36614 invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's concurrent conditions included overweight, high cholesterol since 2013, hypothyroidism since 2013, depression since 2013, abdominal cramps and urinary incontinence. In 2013, the patient had essure inserted. In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/missing period)"), fatigue ("extreme fatigue"), gastrooesophageal reflux disease ("severe acid reflux"), diarrhoea ("diarrhea and constipation") and stress ("stress") and was found to have weight increased ("weight gain"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia, prolonged periods lasting for weeks at a time, heavy bleeding and clotting"), mood altered ("moody"), hot flush ("severe hot flashes"), abdominal pain ("severe abdominal pain"), vaginal discharge ("vaginal discharge") and back pain ("back pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), depression ("depression"), anxiety ("anxiety"), hypersensitivity ("allergic reactions"), incision site pain ("I have 4 belly incisions and it hurt"), menstruation delayed ("missing periods/abnormal period"), toothache ("dental problems(pain jaws/teeth)"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), migraine ("migraines"), nausea ("nausea"), fear of death ("fear of death"), constipation ("constipation"), abdominal pain upper ("stomach pain"), fear of disease ("fear of injury") and arthralgia ("joint pain"). The patient was treated with surgery (hysterectomy (partial),(B)(6) 2017)). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, genital haemorrhage, headache, depression, anxiety, hypersensitivity, incision site pain, fear of disease and arthralgia outcome was unknown and the vaginal haemorrhage, menorrhagia, mood altered, hot flush, menstruation delayed, toothache, dysmenorrhoea, fatigue, irritable bowel syndrome, abdominal pain, gastrooesophageal reflux disease, migraine, nausea, fear of death, vaginal discharge, weight increased, back pain, diarrhoea, stress, constipation and abdominal pain upper had not resolved. The reporter considered abdominal pain, abdominal pain upper, anxiety, arthralgia, back pain, constipation, depression, device dislocation, diarrhoea, dysmenorrhoea, fatigue, fear of death, fear of disease, gastrooesophageal reflux disease, genital haemorrhage, headache, hot flush, hypersensitivity, incision site pain, irritable bowel syndrome, menorrhagia, menstruation delayed, migraine, mood altered, nausea, pelvic pain, stress, toothache, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Concerning the injuries reported in this case the following one/ones were described in patients /medical record":depression, anxiety ,back pain ,weight increased, fatigue. Most recent follow-up information incorporated above includes: on 14-jan-2019: pfs received event "device-location of device: midline in the pelvis" was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device-location of device: midline in the pelvis, migration of essure device/the coils were missing'), pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding') in a 44-year-old female patient who had essure (batch no. A36614 not valid,a38514 not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's concurrent conditions included high cholesterol since 2013, hypothyroidism since 2013, depression since 2013, overweight, abdominal cramps and urinary incontinence. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/missing period)"), fatigue ("extreme fatigue"), gastrooesophageal reflux disease ("severe acid reflux"), diarrhoea ("diarrhea and constipation/excessive diarrhea"), stress ("stress"), constipation ("constipartion") and abdominal pain upper ("stomach pain") and was found to have weight increased ("weight gain"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia, prolonged periods lasting for weeks at a time, heavy bleeding and clotting"), mood altered ("moody/moodines"), hot flush ("severe hot flashes"), menstruation delayed ("missing periods/abnormal period"), abdominal pain ("severe abdominal pain/extreme abdominal pain"), vaginal discharge ("vaginal discharge") and back pain ("back pain"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 4 years 4 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), depression ("depression/extreme depression"), anxiety ("anxiety"), hypersensitivity ("allergic reactions"), incision site pain ("I have 4 belly incisions and it hurt"), toothache ("dental problems(pain jaws/teeth)"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), migraine ("migraines"), nausea ("nausea"), fear of death ("fear of death"), fear of disease ("fear of injury"), arthralgia ("joint pain") and device expulsion ("I expelled one"). The patient was treated with antidepressants and surgery (hysterectomy (partial),((B)(6) 2017)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, headache, depression, anxiety, hypersensitivity, incision site pain, fear of disease, arthralgia and device expulsion outcome was unknown and the vaginal haemorrhage, menorrhagia, mood altered, hot flush, menstruation delayed, toothache, dysmenorrhoea, fatigue, irritable bowel syndrome, abdominal pain, gastrooesophageal reflux disease, migraine, nausea, fear of death, vaginal discharge, weight increased, back pain, diarrhoea, stress, constipation and abdominal pain upper had not resolved. The reporter considered abdominal pain, abdominal pain upper, anxiety, arthralgia, back pain, constipation, depression, device dislocation, device expulsion, diarrhoea, dysmenorrhoea, fatigue, fear of death, fear of disease, gastrooesophageal reflux disease, genital haemorrhage, headache, hot flush, hypersensitivity, incision site pain, irritable bowel syndrome, menorrhagia, menstruation delayed, migraine, mood altered, nausea, pelvic pain, stress, toothache, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure removal date: (B)(6) 2017 and (B)(6) 2018. Anticipated/scheduled date: (B)(6) 2018. Discrepancy: insertion date previously reported (B)(6) 2013 and current 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Concerning the injuries reported in this case the following one/ones were described in patients /medical record":depression, anxiety ,back pain ,weight increased, fatigue. Most recent follow-up information incorporated above includes: on 9-sep-2019: social media received : new event "expulsion" were added. Incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device-location of device: midline in the pelvis, migration of essure device/the coils were missing') and pelvic pain ('pain') in a 44-year-old female patient who had essure (batch no. A36614 invalid,a38514 invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's concurrent conditions included high cholesterol since 2013, hypothyroidism since 2013, depression since 2013, overweight, abdominal cramps and urinary incontinence. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/missing period)"), fatigue ("extreme fatigue"), gastrooesophageal reflux disease ("severe acid reflux"), diarrhoea ("diarrhea and constipation/excessive diarrhea"), stress ("stress"), constipation ("constipation") and abdominal pain upper ("stomach pain") and was found to have weight increased ("weight gain"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia, prolonged periods lasting for weeks at a time, heavy bleeding and clotting"), mood altered ("moody/moodiness"), hot flush ("severe hot flashes"), menstruation delayed ("missing periods/abnormal period"), abdominal pain ("severe abdominal pain/extreme abdominal pain"), vaginal discharge ("vaginal discharge") and back pain ("back pain"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 4 years 4 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding"), headache ("headaches"), depression ("depression/extreme depression"), anxiety ("anxiety"), hypersensitivity ("allergic reactions"), incision site pain ("I have 4 belly incisions and it hurt"), toothache ("dental problems(pain jaws/teeth)"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), migraine ("migraines"), nausea ("nausea"), fear of death ("fear of death"), fear of disease ("fear of injury"), arthralgia ("joint pain"), device expulsion ("I expelled one"), night sweats ("night sweat") and menopause ("premenopause"). The patient was treated with antidepressants and surgery (hysterectomy (partial),((B)(6) 2017)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, headache, depression, anxiety, hypersensitivity, incision site pain, fear of disease, arthralgia, device expulsion, night sweats and menopause outcome was unknown and the vaginal haemorrhage, menorrhagia, mood altered, hot flush, menstruation delayed, toothache, dysmenorrhoea, fatigue, irritable bowel syndrome, abdominal pain, gastrooesophageal reflux disease, migraine, nausea, fear of death, vaginal discharge, weight increased, back pain, diarrhoea, stress, constipation and abdominal pain upper had not resolved. The reporter considered abdominal pain, abdominal pain upper, anxiety, arthralgia, back pain, constipation, depression, device dislocation, device expulsion, diarrhoea, dysmenorrhoea, fatigue, fear of death, fear of disease, gastrooesophageal reflux disease, genital haemorrhage, headache, hot flush, hypersensitivity, incision site pain, irritable bowel syndrome, menopause, menorrhagia, menstruation delayed, migraine, mood altered, nausea, night sweats, pelvic pain, stress, toothache, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure removal date: (B)(6) 2017 and (B)(6) 2018. Anticipated/scheduled date: (B)(6) 2018. Discrepancy: insertion date previously reported (B)(6) 2013 and current 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Concerning the injuries reported in this case the following one/ones were described in patients /medical record":depression, anxiety ,back pain ,weight increased, fatigue. Lot a36614 invalid, a38514 invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-may-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device-location of device: midline in the pelvis, migration of essure device/the coils were missing') and pelvic pain ('pain') in a 44-year-old female patient who had essure (batch no. A36614 invalid,a38514 invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's concurrent conditions included high cholesterol since 2013, hypothyroidism since 2013, depression since 2013, overweight, abdominal cramps and urinary incontinence. On (B)(6)2013, the patient had essure inserted. In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/missing period)"), fatigue ("extreme fatigue"), gastrooesophageal reflux disease ("severe acid reflux"), diarrhoea ("diarrhea and constipation/excessive diarrhea"), stress ("stress"), constipation ("constipation") and abdominal pain upper ("stomach pain") and was found to have weight increased ("weight gain"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia, prolonged periods lasting for weeks at a time, heavy bleeding and clotting"), mood altered ("moody/moodiness"), hot flush ("severe hot flashes"), menstruation delayed ("missing periods/abnormal period"), abdominal pain ("severe abdominal pain/extreme abdominal pain"), vaginal discharge ("vaginal discharge") and back pain ("back pain"). On (B)(6)2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 4 years 4 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding"), headache ("headaches"), depression ("depression/extreme depression"), anxiety ("anxiety"), hypersensitivity ("allergic reactions"), incision site pain ("I have 4 belly incisions and it hurt"), toothache ("dental problems(pain jaws/teeth)"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), migraine ("migraines"), nausea ("nausea"), fear of death ("fear of death"), fear of disease ("fear of injury"), arthralgia ("joint pain"), device expulsion ("I expelled one"), night sweats ("night sweat") and menopause ("premenopause"). The patient was treated with antidepressants and surgery (hysterectomy (partial),(B)(6) 2017)). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, genital haemorrhage, headache, depression, anxiety, hypersensitivity, incision site pain, fear of disease, arthralgia, device expulsion, night sweats and menopause outcome was unknown and the vaginal haemorrhage, menorrhagia, mood altered, hot flush, menstruation delayed, toothache, dysmenorrhoea, fatigue, irritable bowel syndrome, abdominal pain, gastrooesophageal reflux disease, migraine, nausea, fear of death, vaginal discharge, weight increased, back pain, diarrhoea, stress, constipation and abdominal pain upper had not resolved. The reporter considered abdominal pain, abdominal pain upper, anxiety, arthralgia, back pain, constipation, depression, device dislocation, device expulsion, diarrhoea, dysmenorrhoea, fatigue, fear of death, fear of disease, gastrooesophageal reflux disease, genital haemorrhage, headache, hot flush, hypersensitivity, incision site pain, irritable bowel syndrome, menopause, menorrhagia, menstruation delayed, migraine, mood altered, nausea, night sweats, pelvic pain, stress, toothache, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure removal date: (B)(6)2017 and (B)(6)2018. Anticipated/scheduled date: (B)(6)2018. Discrepancy: insertion date previously reported (B)(6)2013 and current 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Concerning the injuries reported in this case the following one/ones were described in patients /medical record":depression, anxiety ,back pain ,weight increased, fatigue. Most recent follow-up information incorporated above includes: on 23-mar-2020: new reporter, event night sweat were added. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), depression ("depression"), anxiety ("anxiety") and hypersensitivity ("allergic reactions"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, headache, depression, anxiety and hypersensitivity outcome was unknown. The reporter considered anxiety, depression, genital haemorrhage, headache, hypersensitivity and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.